Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the completed investigation, the cause of the fibrous material remaining in the device could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, it was observed that the nozzle was clogged with fibrous foreign material, the source of which could not be identified. There was no patient involvement.